Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. The device was implanted less than 4 years and had a monitoring voltage of 2.56v and a charge time of 19.3 seconds.boston scientific received subsequent information that this device was explanted.

Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. The device was implanted less than 4 years and had a monitoring voltage of 2.56v and a charge time of 19.3 seconds. Boston scientific received subsequent information that this device was explanted.

Manufacturer narrative:
The device will be explanted and returned for analysis. The device is on legal hold and analysis will commence when this hold is lifted. No adverse patient effects were reported. No additional information is available. If more information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.